Manufacturer narrative:
Additional information: reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+3.5/38 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, elevated iop (without pupil block and angle closure), significant reduction of ica, accommodative spasm, and blurred vision. Interventions included enlargement of pi (or addition of new pi), iridectomy, and pilocarpine treatment. After lens explant, patient's post-op best-corrected visual acuity was 20/100 and the patient experienced a little inflammation of the anterior segment. Device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear thick and reddish brown residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search-no similar complaints found. Conclusion: off-label use-keratoconus eye. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+3.5/38 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, elevated iop (without pupil block and angle closure), significant reduction of ica, accommodative spasm, and blurred vision. Interventions include: enlargement of pi (or addition of new pi), iridectomy, and pilocarpine treatment. On (B)(6) 2017, the lens was explanted. As of the date of MDR submission, the lens has not been returned for evaluation.